Manufacturer narrative:
It was reported that during patient use, the exhaled tidal volume was abnormal. During on-site inspection our field service technician found that the breathing tube was leaking. The o2 cell/sensor test failed due to an expired o2 cell. After replacement, pre-use check tests passed. No part was returned. The evaluation of received device logs shows that all pre-use checks between (B)(6) 2019 and (B)(6) 2020 had failed or been cancelled. Many times the o2 cell/sensor test had failed. Leakage tests had failed (B)(6) 2020 and earlier. A leaking tubing in the patient circuit may lead to insufficient ventilation. Alarms will be generated. The o2 cell is only a measuring unit and will not affect ventilation. After replacement, the ventilator worked as intended. It is recommended to always perform a successful pre-use check before use on a patient.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that during patient use, the exhaled tidal volume was abnormal. There was no patient harm. Manufacturer ref.#: (B)(4).